Event description:
The advocate stated that the customer's blood glucose readings had been higher than usual. While troubleshooting, he performed control tests and received a result of 185 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. The advocate also insisted the meter be replaced. Replacement products were sent to the customer.